Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12/15/2020. H6: investigation: two 2000e7d samples were received for investigation. One of the samples was received attached to a bd posiflush 10ml syringe (ref (B)(4) - lot 0230150) whilst the second sample was received in sealed packaging from lot 1016663. Further information provided by the customer indicates that the product was in use for three days and was disinfected with octeniderm. A visual inspection noted that the smartsite which was connected to the bd posiflush syringe had broken in two, confirming the customer's experience; it was also noted that the clear plastic of the smartsite body was cloudy. No issues were identified with the sample received in sealed packaging. The component was intact and there were no signs of any cloudiness or cracks/crazing on the body. A review of the production records for lot 1016663 provided did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience in this instance, the most likely cause of this type of damage is exposure of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop giving the clear plastic a cloudy appearance. H3 other text: see h10.

Event description:
It was reported that the ll vlv adpt (stand alone) experienced device damage/deformation. The following information was provided by the initial reporter: the smartsite was connected to a running infusion system. In order to draw blood, the infusion line was disconnected from the smartsite. When connecting the syringe, the smartsite broke. During the blood sampling it was noticed that the safesite was completely broken. Infusions or chemotherapy are not running over it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the initial reporter provided an invalid lot # of 1016663 device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code(s): 1354. FDA patient problem code(s): 2199.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced device damage/deformation. The following information was provided by the initial reporter: the smartsite was connected to a running infusion system. In order to draw blood, the infusion line was disconnected from the smartsite. When connecting the syringe, the smartsite broke. During the blood sampling it was noticed that the safesite was completely broken. Infusions or chemotherapy are not running over it.